Event description:
The customer reported via phone call that the insulin pump was alarming unexpected restart. The customer explained that she woke up to a blank screen and then received the alarm. The customer stated that she had changed the battery the day prior. The customer's blood glucose was 277 mg/dl. The customer was advised to monitor the insulin pump and call back if the issue recurred. The customer was advised that the battery cap would be replaced. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.